Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported during the 26th meeting of the (B)(6), that the baerveldt shunt was explanted. At the patient's one (1) month post-operative visit, the tube (shunt) was exposed. At the patient's nine (9) month post operative visit, the shunt was explanted. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The baerveldt shunt was not returned to the manufacturer for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. All pertinent information available to abbott medical optics has been submitted.